Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed failed self-test. There were some failed self-test alarms in the alarm history. The buttons on the insulin pump were not sensitive. The insulin pump alarmed low battery every 5 to 7 days. Customer's blood glucose was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump act, esc and arrow buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, low battery alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.